Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces and with minor deep scratched display window. The insulin pump was monitored for several days and no audio or beep anomaly noted. The insulin pump passed self test. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of scratches on their insulin pump screen. The customer states there are deep scratches on the screen that make it difficult to read. The customer's blood glucose level was unknown. The customer also mention the buttons are difficult to press, and sometime need to pressed multiple times. The customer was advised that the device would need to be replaced and returned for analysis.